Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 6000 c 501 analyzer. The initial result was 1.2 mg/dl, and the repeat result was 9.6 mg/dl. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The reagent lot number was 88237901 with an expiration date of 31-dec-2026. The field service engineer found that the vacuum tube had ruptured. He replaced the ruptured tube, and the customer ran calibration and qc with results within range. The investigation determined that the service actions resolved the issue.